Event description:
Medwatch report explains that the codman microsensor was being placed into an adolescent pt in order to monitor intracranial pressure. After insertion, a turban is wrapped around the pt's head and at this point the intracranial pressure (icp) transducer broke. Another microsensor kit was used without difficulty, and the pt was not harmed. Additional comments from customer explained that the surgeon does not feel wrapping the turban around the pt's head caused or contributed to the device breakage.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.